Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen via an implantable pump. The indication for use was post spinal cord injury and intractable spasticity. The healthcare provider reported the patient arrived with altered mental status and encephalopathy. Per the reporter, the patient was on a lot of different prescribed opioids and baclofen since he became a paraplegic 5 years ago and this wasn¿t the first time this has happened. The healthcare provider wanted to see what happens if they temporarily stop the pump and asked if the magnet used for pacemakers worked. It was reviewed the pump would recover when the magnet was taken away from the pump as well as the emergency stop procedure. It was confirmed they did not have a clinician programmer and the healthcare provider was offered the nas (national answering service)contact however, the caller stated "if this is still an issue tomorrow I will have the care team deal with it." Additional information was received on 26-aug-2024 from another healthca re provider who reported the patient was admitted to the hospital last night experiencing mental status changes. The healthcare provider wanted to know if the pump was working and inquired about having someone come to the hospital to check the pump. The caller was transferred to the nas (national answering service).

Event description:
The healthcare provider reported the patient arrived in ER (emergency room ) with altered mental status and encephalopathy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that they were concerned that the patient was being overdosed. The hcp stated that pump was refilled last week. The hcp asked for someone to come to the facility and adjust the pump dose. The issue was not resolved through troubleshooting.